Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016 and confirmed the baths were overflowing (leaking) due to faulty valve lv14; the leak was resolved by replacing valve lv14 and associated tubing. (B)(4).

Event description:
The customer reported an uncontained fluid leak from the coulter ac·t diff analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the event, and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.